Event description:
During an unrelated procedure, loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported events of no lv output was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.